Event description:
It was reported that the lock on the impactor cross threaded into the cup and the drive broke while trying to disengage. There were no health consequences or impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medial products: cat #:010002736 - g7 ball hex drvr for insr hndl cat #: 110003451 - g7 str modular shell inserter lot #: 503420.multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02164, 0001825034-2022-02165. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the devices were stuck together so no functional analysis was completed. There was an indentation on the shaft of the inserter and the tip has a roll on the threads. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.